Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported last year in 2020 the patients therapy was acting bad and because of covid the pt could not see their medtronic representative in person. Pt had to turn their stimulation off for a week and when they turned the stimulation back on they could not see their medtronic representative in person so they had to wait to do an adjustment, for a year the device was acting up. Pss was documenting reported event. Pt sees a spine and joint pain specialist of dr. (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that patient re-reported the shocking sensations. The caller indicated that they met with the patient today and checked connectivity and impedances, and said that all values were within normal limits. The caller adjusted the programming for the patient, they reduced the intensity and the patient was still getting effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt saw their rep about a month ago and they informed the pt that if their current issues still occurred then to call patient services for a new controller. Pt said that last night they were in the kitchen and the controller was in a different room and their therapy all of a sudden went off and caused spasms in their back; pt said that only occurs in group a so they switched to group b which provided pulses around the hip and lower back. Pt said group a had problems where it shocks in their foot; for the last couple months they have had shocking in their legs and neck. When they told their representative they made adjustments but now their therapy was acting up again. Pt mentioned that they had arthritis in their feet and the representative have tried to add a program where they get relief in their feet; the therapy only worked for a while then it didn't work at all.